Event description:
The catheter was found to be kinked approx 5cm from the distal end when the pouch was opened. The catheter was used for the procedure, but could not be advanced forward. No harm or injury was reported. On 22 dec 2009 merit determined that a product removal was required for all unexpired lots of the mystique catheter. (B)(4). Consignees and distributors were notified on 6 jan 2010 to immediately cease use of the device and return to merit.

Manufacturer narrative:
Device eval: device will not be returned for eval. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Without the device and its packaging in question, it will be difficult to determine cause of kinked shaft, or if there was damage to packaging. The reason or decision to use the device knowing, it was damaged is not clear and not common practice. The failure noted here is not similar to current field action, which is that the catheter may become brittle and break. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow up report will be submitted if more info becomes available for this event.